Event description:
The user facility reported that the device shuts itself off. This malfunction was found before use on a patient and there was, therefore, no patient injury. The device will be returned to int'l affiliate technical services for evaluation and repair.

Manufacturer narrative:
The device has been requested to be returned to baxter for evaluation. Should the device be received, and evaluation completed, a follow up report will be submitted.